Manufacturer narrative:
An event regarding compromised packaging involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. The reported device was not returned for evaluation. No medical records were received for review. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no previously reported similar events for the same lot number. The exact cause of the event could not be determined because the reported device was not returned. Further information such as the device or photographic images of the device and its packaging are needed to complete the investigation for determining root cause.

Event description:
It was reported that there was a poly exchange due to potential infection. Before surgery, when surgeon went to go open new poly, he noticed the packaging looked compromised. The product with lot number mnnap2 was the product with the compromised packaging. Sales rep is unaware of the lot number for the product that was removed on (B)(6).

Event description:
It was reported that there was a poly exchange due to potential infection. Before surgery, when surgeon went to go open new poly, he noticed the packaging looked compromised. The product with lot number mnnap2 was the product with the compromised packaging. Sales rep is unaware of the lot number for the product that was removed on (B)(6).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.